Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Reporter called alleging that the patient's meter displayed a "not ok" message when the meter powered on. Pt did not experience any symptoms at the time of testing and took the meter to the pharmacist to get assistance. Patient did not receive any treatment from the pharmacist. Customer service was unable to resolve the issue and sent the pt a replacement meter. This case is being reported as a malfunction, since the not ok issue was not resolved.